Manufacturer narrative:
H.6. Investigation summary: photos and 15 samples were provided for evaluation. The photos show foreign matter on the tip of the needle and one needle with a hook on the tip. The returned samples were visually inspected with the following results: bag 3: foreign matter on tip 3 pieces. Bag 5: foreign matter on tip 4. Damaged tip 1 piece. Bag 7: foreign matter on tip 4 pieces. Bag 9: foreign matter on tip 3 pieces. Failure mode was verified. This likely occurred during the cannula/needle integration process during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8227975 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8227975 during this production run.

Event description:
It was reported with the use of the bd¿ needle there was an issue with foreign matter on 14 needle tips.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd needle there was an issue with foreign matter on 14 needle tips.